Manufacturer narrative:
Additional information was received that severe paravalvular leak(pvl) was observed with the first valve. The patient's angle of the annulus measured 60° which may have contributed to the dislodgement. Following the implant of the second valve, severe paravalvular leak (pvl) was observed. Both valves were explanted and a surgical valve was implanted. No additional adverse patient effects were reported.  H6- eval method code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the explanted valves were discarded, therefore product analysis could not be performed. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Pvl is a known potential adverse event listed in the device instructions for use (IFU). A conclusive cause could not be determined from the limited information available. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. It was mentioned that the angle of the annulus may have contributed to the dislodgement, however a root cause could not be established from the information available. The device history record for both explanted valves were reviewed and showed that both devices met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. Updated h.6 - device, eval method, eval results and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 30-jul-2021, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve implant height was around 16-17 millimeter (mm) and severe aortic valve regurgitation was reported. A 28 mm balloon was for post dilatation and the valve and balloon dislodged. A second valve was implanted at a height of 9-10 mm. The first valve was still going up and down in the ascending aorta because there was a prosthesis at the level of the aortic arch which made the valve cross of the arch difficult. The physician did not want to cross the aortic arch prosthesis with the valve, so a 30 mm balloon was used to anchor the first valve inside the second valve. The balloon pushed the second valve down in the ventricle and the first valve up in the ascending aorta. The first valve was then anchored in the initial part of the aortic arch prosthesis while the second valve was low at about 15 mm. Severe aortic regurgitation was noted. The patient was brought in for cardiac surgery. No additional adverse patient effects were reported.